Manufacturer narrative:
Examination of the returned device found that the tip of the inserter was bent in a manner consistent with not being in the pilot hole during malleting. The inserter appears to have been conforming when it left biomet control and issue is user related.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported that the patient underwent a brostrom ankle procedure on (B)(6) 2014. During the procedure, the suture anchor inserter bent during the malleting process. Additional holes were drilled and competitor product was utilized to complete the procedure.